Event description:
It was reported that multiple occlusion alarms occurred. There was no impact to the customer¿s blood glucose. Reportedly, the pump supplies were changed to address the issue and customer ultimately reverted to manual injections for alternate insulin therapy.